Manufacturer narrative:
Unit passed displacement test, self-test, rewind, prime/seating, basic occlusion, force sensor test, occlusion test, active current measurement and sleep current measurement test. No failed battery test noted during testing. No unexpected alarms/alert/anomalies, prime/fill anomaly, rewind anomaly or unexpected insulin flow blocked alarm noted during testing. Unit was successfully download using thump for history files and trace files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery test found in the history files. No alarms or alerts noted during testing, however, low battery alert on 07/19/2023 16:32:00.000 was found in the history files. No confirmed pump alarmed insulin flow blocked alarm on event date in pump downloaded history. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 and force sensor. Motor was tested outside of unit and it passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case, scratched case, stained keypad overlay, cracked case (battery tube) and pillowing keypad overlay. Failed battery test was not confirmed. Prime/fill anomaly and rewind anomaly were not confirmed. No unexpected insulin flow blocked alarms noted during testing. Unexpected insulin flow blocked alarm was not confirmed. Cosmetic damage was not confirmed at the reservoir compartment, however, other cosmetic damages were noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer reported cracks in casing around the reservoir compartment. Pump had rejected new battery. Insulin squirting during priming. Louder during rewind.  Unexplained no delivery alerts not due to site issues. No delivery alerts becoming more frequent. No further details was mentioned. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether customer will continue to use the pump or not and insulin pump will not be returned for analysis.